Event description:
The customer reported that during a thyroid procedure, the pt received a burn on the thyroid incision. No further info as to the degree of the burn is available. The pt is said to be fine.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.